Manufacturer narrative:
On (B)(6) 2024, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2024, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. During the visual analysis of the returned sample sal smooth rnd diap 350cc, the valve was observed to be separated from the shell by an area of 1.2cm x 1.2cm. This finding is consistent with the information received which specifies that an area around the valve ripped apart when attempted to insert the fill tube. A microscopic examination was performed, and the cause of the separated valve could not be identified. Therefore, a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: according to the product insert data sheet, the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube stylet provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube stylet is removed to prevent damage to the valve assembly. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 11, 2024, device re-evaluation was completed as follows: mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. During the visual analysis of the returned sample sal smooth rnd diap 350cc, the valve was observed to be separated from the shell by an area of 1.2cm x 1.2cm. Additionally, no other leak sites were found during the evaluation. A microscopic examination was performed, and the cause of the separated valve could not be identified. Therefore, a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: according to the product insert data sheet, the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube stylet provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube stylet is removed to prevent damage to the valve assembly. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 9, 2024, mentor became aware that the left side implant was certainly deflated upon explant. Hence, following codes have been added under section h. -added clinical code "deformity/ disfigurement" and device problem code "material rupture". Per information gathered on january 10, 2024, the replacement devices used were catalog number 3501655; serial number (B)(6) on the left side, and catalog number 3501660; serial number (B)(6) on the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per information received on january 3, 2024, and reported under last submission, the following codes have also been updated under section h: removed codes anisomastia and deflation (post-implant). Added clinical code "insufficient information" or " no information available" and device problem code "appropriate term/code not available" or "no product quality issue". Clarification of symptoms that suggested deflation is in progress. Supplemental report will be submitted upon receipt of any additional information. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 8, 2024, device re-evaluation was completed as follows: mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. During the visual analysis of the returned sample sal smooth rnd diap 350cc, the valve was observed to be separated from the shell by an area of 1.2cm x 1.2cm. This finding is consistent with the information received which specifies that an area around the valve ripped apart when attempting to insert the fill tube upon decontamination. A microscopic examination was performed, and the cause of the separated valve could not be identified. Therefore, a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: according to the product insert data sheet, the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube stylet provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube stylet is removed to prevent damage to the valve assembly. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 5, 2024, mentor became aware that following piece of information received with the device was mistakenly overlooked and not reported under the previous follow up report number 1. "It was reported that the device was intact upon explant but the area around valve ripped apart upon decontamination when they attempted to insert fill tube to wash." Manufacturer¿s reference number: (B)(4) piece of information mistakenly not reported under previous submission.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 42-year-old female patient underwent revision breast augmentation with a 350cc mentor smooth round moderate profile and experienced breast implant deflation on her left side postoperatively. The patient underwent bilateral replacement surgery on (B)(6) 2023.